Event description:
The patient reported developed a "pimple-like abrasion" under the mass of the device and stoma seal. The end user has reportedly been wearing the device for approximately 7 days. The patient was referred to physician for further assistance. No additional information was reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.